Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify any contributing factors. Technical investigation was performed by reviewing patient folder images from the subject event. On this occasion the root cause was found to be a known design defect.

Event description:
It was reported that during post-operative exam merge, the post-op CT was distorted and would not merge to the pre-op CT. The patient head was appearing as elongated in the post-op CT, preventing to obtain correct exam merge result.